Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating they had sensor break. Customer's blood glucose at time of incident was unknown. The customer reported that the transmitter did not blink when attach to sensor. The customer was advised to remove sensor and the electrode appears missing. The customer was advised to return sensor and needle. The customer was advised that we are sending replacement.

Manufacturer narrative:
A visual inspection was performed on one opened and used enlite sensor found the sensor was broken with missing parts; unable to confirm if the customer received the sensor in said condition due to the sensor was returned opened and used.